Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases; however, have been reported without any adverse clinical sequelae.

Event description:
It was reported, a patient was admitted to the hospital for evaluation of ongoing chest discomfort. CT scan of the chest showed a foreign body in the patient's right ventricle. Repeat CT scan of the chest confirmed a 2.3 cm long radiopaque foreign body within the right ventricle. The patient also experienced arrhythmias. The interventional radiologist removed a leg anchor from the patient's right ventricle and a second detached leg anchor and the filter were removed from the inferior vena cava.